Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears, acknowledging and understanding these instructions.